Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an assurant cobalt stent system during a procedure. No difficulties or abnormalities were noted during device prep. Negative prep was performed with no issues identified. During the procedure, the physician noted that the distance between the balloon marker and the mounted stent appeared longer than expected. The physician proceeded to remove the stent and completed the procedure with another one with no adverse effects on the patient.